Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. The insulin pump was unable to prime during prime test due to protruded and loose drive support disk. No prime alarm.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed during manual prime. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.